Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "system error 105" was confirmed through review of the event history log. Eval found severed motor mount screws which likely caused the reported symptom. The motor was replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no pt injury.